Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 0001825034-2017-11126. Concomitant medical products: tibial articular surface provisional shim size gh 13 mm thickness, catalog#: 42527900703, lot#: 62325724: tibial articular surface provisional shim size gh 12 mm thickness, catalog#: 42527900702, lot#: 62477057; tibial articular surface provisional shim size cd 12 mm thickness, catalog#: 42527900302, lot#: 62404286; tibial articular surface provisional shim size gh 11 mm thickness, catalog#: 42527900701, lot#: 62515527; tibial articular surface provisional shim size cd 12 mm thickness, catalog#: 42527900302, lot#: 62436440. Complaint sample was evaluated and the reported event was confirmed. The device was returned for further examination. Visual examination concludes that the tasp lot 62515527 shim exhibits signs of repeated use and has both of components 1 and 2 disassembled / missing the missing components were not returned. DHR was reviewed and no discrepancies were found. The associated products and lots are a part of a previous investigation. A redesign of the persona tasp shim was conducted. This device was manufactured prior to the re-design. Therefore, the root cause is considered to be a previously addressed design issue for this device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2018-00400, 0001822565-2017-08500, 0001822565-2017-08502, 0001822565-2017-08501.

Event description:
It was reported that the provisional shim was found missing ball bearings and returned. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
(B)(4). Investigation remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.